Event description:
It was reported to philips that the suite pc software failed. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc software failed. Review of the system log file showed that cocreate failed. Upon troubleshooting, fse found that system stops at start up screen while booting. To resolve this issue, fse reinstalled the suite pc from tsm. After that system was returned to use in good working order the codes were updated based on investigation outcome.